Event description:
It was reported by the customer that, during a scheduled device check, the cardiosave intra-aortic balloon pump emitted a recurring hissing noise. No patient was involved at the time of the event.

Manufacturer narrative:
Other contact person phone number: (B)(6) updated field: b4, b5, d9(return to manufacture date), g3, g6, h2, h6(medical device problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) inspected the unit and discovered that the muffler on the pressure regulator was cracked due to wear. The fse replaced both mufflers the unit passed all functional and safety tests in accordance with the manufacturer¿s specifications. The unit was then returned to service. Following this service activity, the removed parts was returned for further evaluation. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept (fat). The failure analysis and testing dept. Received muffler with a reported unit failure of muffler found to be broken. The failure analysis and testing dept. Conducted a visual inspection and found that the muffler is broken. Retaining the muffler in the fat dept. Per procedure. The most probable root cause is component reliability, leading to structural failure (cracking or breakage) and subsequent abnormal noise. No evidence was found to suggest misuse, installation error, or systemic unit malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) made reoccurring hissing sound. There was no patient involved.